Manufacturer narrative:
Evaluation summary: the service engineer (se) inspected the device and replaced the universal serial bus (usb). The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, a 980 ventilator entered into backup ventilation. The patient was removed from the ventilator and placed on an alternate ventilator. The patient desaturated.